Event description:
It was reported to philips that the device's pads are damaged. It is unknown if the device was being used on a patient at the time of the issue.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and found that the paddles needed replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles. The customer was given part number and pricing for a replacement paddle set. The device remains at the customer site and no further evaluation is warranted at this time.